Event description:
"The arthroplasty was revised due to osteolysis of the acetabulum and a periprosthetic fracture of the medial wall. The acetabular component was revised. The components were implanted in situ for 11.0 years. Note: medical records and x-rays were not provided to stryker for review.